Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leadless ipg exhibited high impedances.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the poor measurements were observed. The device was recaptured but the device was not seating well with the capture cone and was retracted obliquely and it resulted in deformation of the edge around the radiopaque marker band on the device cup. The leadless ipg was extracted and replaced. No patient complications have been reported as a result of this event.